Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak during pd treatment. There was an air detected in cassette warning during drain 0, then during fill 1 the patient saw fluid leaking from the blue pin connector furthest from the patient. The patient re-set up with new supplies and finished treatment. In a follow up, the patient reported that there was no harm, intervention or adverse event due to the leak. The patient is doing well with the same cycler. The cycler set is available to return as a sample product.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak during pd treatment. There was an air detected in cassette warning during drain 0, then during fill 1 the patient saw fluid leaking from the blue pin connector furthest from the patient. The patient re-set up with new supplies and finished treatment. In a follow up, the patient reported that there was no harm, intervention or adverse event due to the leak. The patient is doing well with the same cycler. The cycler set is available to return as a sample product.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.